Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the left femoral after an interventional procedure. Reportedly, during step 2, the button compressed but made a strange sound. As step 3 was performed, the inner cannula came out with the sutures nicely sheared off at the bottom of this portion. The physician was able to "fish" the cut suture out of the groin. Hemostasis was achieved using a short 7 french sheath. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
Improper method - patient selection. The perclose proglide instructions for use state under special patient populations, the safety and effectiveness have not been established, in patient populations; patients who are morbidly obese. The device is expected to be returned for evaluation. It has not yet been received.